Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and that there was no malfunction related to the insulin pump. The customer stated that she had been hospitalized, possibly because she was unable to feel or detect low or high blood glucose levels. The caller stated that he was unsure whether the customer had been hospitalized due to high or low blood glucose levels, as no further details regarding the event were noted. The customer did advised that the device had not been a contributing factor to the adverse event. The blood glucose reading was not provided. Nothing further reported.